Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited an increase if rate/sense impedance and increased pacing thresholds. Guidant recieved additional information that the impedance has increased to 2,376 ohms. Sensing and capture is acceptable and there is no noise on the egrams.